Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Dhrs for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc glucose meter. A customer reported obtaining unspecified low readings and self-treated with insulin (dose/type unknown) based on the readings. Please note that the treatment of insulin is inconsistent with low glucose readings. The customer started to feel weak, sweaty, lightheaded, had trouble breathing, and lost consciousness. The customer was able to regain consciousness on his own and self-treat with drinks and a banana. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported with the adc glucose meter. A customer reported obtaining unspecified low readings and self-treated with insulin (dose/type unknown) based on the readings. Please note that the treatment of insulin is inconsistent with low glucose readings. The customer started to feel weak, sweaty, lightheaded, had trouble breathing, and lost consciousness. The customer was able to regain consciousness on his own and self-treat with drinks and a banana. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and test strips. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc glucose meter. A customer reported obtaining unspecified low readings and self-treated with insulin (dose/type unknown) based on the readings. Please note that the treatment of insulin is inconsistent with low glucose readings. The customer started to feel weak, sweaty, lightheaded, had trouble breathing, and lost consciousness. The customer was able to regain consciousness on his own and self-treat with drinks and a banana. There was no report of death or permanent injury associated with this event.